Manufacturer narrative:
(B)(6). Date of report: 06aug2019. The manufacturer's field service engineer (fse) performed remote troubleshooting and recommended that the customer swap positions of solenoids 2 & 4. The fse advised customer that if error moves to machine side to replace solenoid and if failure remains on proximal sensor to replace da pcb. Multiple attempts were made to follow up with the customer; however, no additional information was received. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that a pressure sensor auto-zero failure error occurred. There was no patient involvement.